Event description:
It was reported that during a gastric bypass procedure, after firing two separate devices onto peri-strips, the device would not open. After pushing the release button there was a gap between the articulation mechanism and the shaft. The device released and another two devices were used to complete the case with no patient consequence.

Manufacturer narrative:
Crimp. Evaluation summary: the analysis showed that the ats45 device a was received with the anvil closed and the flex neck extended from the tube. The device was loaded with a fully loaded with staples reload. The flex neck was manually assembled to the tube and the returned reload was loaded into the device for functional testing. The device fired all the staples as intended, however the anvil did not opened as the flex neck extended after attempting to release due to an insufficient h-crimp. The analysis showed that the ats45 device b was received with the anvil closed and the flex neck extended from the tube. The device was loaded with fully loaded with staples reload. The flex neck was manually assembled to the tube and the returned reload was loaded into the device for functional testing. The device fired all the staples as intended, however the anvil did not opened as the flex neck extended after attempting to release due to an insufficient h-crimp. The batch record was reviewed and no anomalies were noted during the manufacturing process.